Event description:
It was reported that during a procedure involving the mc2vr01 micra vr2, there were several issues encountered. Difficulty was experienced in visualizing contrast under fluoroscopy. Additionally, there was leakage observed at the handle of the delivery system. It was further noted that a component was missing in the catheter handle at the point of the blue recapture knob, and there was a component damage issue. The system was removed from the body and re-prepped, but upon flushing, more leakage occurred at the handle. The leadless implantable pulse generator (ipg) was attempted/not used and replaced with a transvenous system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the analyst noted the full delivery system was returned with the device intact in the device cup. The analysis indicated that there was a leak at the distal end of the tether lock housing of the delivery system. The articulation of the delivery system was out of plane. Fluid pathway leak was observed on the delivery system. The lumen of the delivery system was torn. The delivery system inner shaft was mechanically kinked/bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.